Event description:
It was reported that smart pass was disabled on the subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitudes. One possibly undersensed beat was also reported. The s-ICD system remains in service. No adverse patient effects were reported.